Event description:
Heli-fx endoanchors were implanted for the treatment of a type ib endoleak in a non mdt stent graft (hemashield graft). The non mdt graft was originally implanted 21 years prior to the heli-fx procedure. The max taa diameter during the heli-fx procedure was noted as 47mm. A valiant stent graft was also implanted during the intervention. It was reported approximately 3 years post the heli-fx procedure, follow up imaging demonstrated 1 endoanchor did not maintain adequate penetration into the aortic wall and it was noted ''the 6 o'clock position endoanchor is no longer in the aortic wall; remains within the stent material''. The cause of the dislodgement is undetermined. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received ; it was reported the endoanchor is secure within the graft material. The endoanchor hasn't caused any stent graft issues to the graft its lodged in. It was confirmed there is no complaint against the valiant stent graft. The endoanchor dislodgment is under observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.